Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 70 units. Reportedly, the cartridge was filled with 280 units of insulin. Blood glucose level was 134 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Insulin delivery was resumed.